Event description:
It was reported that during a coronary dilatation procedure in an unspecified vessel, a 2.5x20 rx voyager dilatation catheter was unable to cross the target lesion. The rx voyager dilatation catheter was removed and a smaller size rx voyager dilatation catheter was advanced and crossed the lesion successfully. There were no patient effects and no clinically significant delay in completing the procedure. Return device analysis revealed the device was received with the balloon partially inflated with contrast. Additional information revealed that no resistance was felt during removal of the dilatation catheter and that the balloon had been inflated by the health care practitioner after removal from the anatomy. During return device analysis functional testing, an attempt to pressurize the balloon to rated burst pressure of 14 atmospheres revealed that fluid was leaking from a pinhole in the balloon 1.5 mm distal to the proximal balloon marker. Additional information indicates that the customer was not aware of the pinhole. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the inability to advance/cross a lesion can be affected by numerous factors including but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality before lot release. It is most likely the reported failure to advance/cross the lesion occurred as a result of interactions with the patients lesion/anatomy. The returned goods lab analysis noted contrast in the inflation lumen, which is consistent with preparation for use. There was no blood visible. The tip length and balloon crossing profile met manufacturing criteria. There was a kink in the hypotube 60 cm proximal to the guide wire exit notch. Since this damage was not noted during inspection prior to use or included in the incident complaint, it likely occurred during the procedural attempt to advance/cross the lesion, and/or during handling, packaging, and shipment back to abbott vascular for analysis. The balloon was loosely folded, which is inconsistent with a failure to advance/cross the lesion. Additional information from the account revealed that the balloon was inflated by the health care practitioner after removal from the anatomy. A new indeflator filled with water, was used in an attempt to pressurize the balloon to rated burst pressure (rbp), but a pinhole was noted in the balloon 1.5 mm distal to the proximal balloon marker. The account indicates that the physician was not aware of the pinhole. Scanning electron microscopy analysis results revealed that the damages may be attributed to mechanical damage to the outer surface. It is most likely that the balloon became damaged/scratched after the procedure when the health care practitioner was inflating/testing the device and/or during handling, packaging, and shipment back to abbott vascular for analysis. During a review of the lot history record, it was noted that the expiration (use-by) date of the device is (B)(6) 2010. However, the index procedure was performed on (B)(6) 2011. The expiration date of the product is important for the sterility, efficacy, and performance of the device. Although the specific device involved in this incident was expired at the time of use (labeled with 1 year shelf-life); a portion of this lot had been relabeled with the approved 2 year shelf life, having an expiration date of (B)(6) 2011. It should be noted that the voyager coronary dilatation catheter instructions for use instructs the physician to: note the use-by date specified on the package. It is unlikely that the user error caused or contributed to the incident. The reported difficulties appear to be related to interactions with the patients lesion/anatomy. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a product quality deficiency. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is destructively tested to verify balloon rbp and balloon integrity prior to lot release.